Manufacturer narrative:
Concomitant medical products: product ID: th90g01, serial#: unknown, product type: mobile platform. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient is having problems urinating on herself all the time last night and the patient programmer is not showing any numbers. Patient services reviewed the patient programmer use and the therapy is on. Patient services reviewed how to increase amplitude until the patient felt comfortable stim sensation. No further patient complications are anticipated or expected as a result of this event.